Event description:
The patient presenting to the emergency room having experienced syncope. The leadless pacemaker (lp) was interrogated and loss of capture was observed. The lp was reprogrammed to resolve the event. The patient was in stable condition.